Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several bursts of anti-tachycardia pacing (atp) and shocks and additional stored several no therapy episodes that were suspected to be inappropriate. The patient was seen in an unspecified hospital post therapy delivery. Technical services (ts) reviewed the stored episodes and discussed evaluating potential patient related factors (electrolyte imbalance, etc.) And discussed that atrial fibrillation (af) with aberrancy was unable to be concluded given the lack of an implanted atrial lead. Additional information was received that it was unable to be determined if the patient's rhythm was a true ventricular tachycardia (vt) or conducted supraventricular tachycardia (svt). It was noted that the patient was admitted to the hospital, however, was discharged the following day. No changes were made and monitoring will be continued at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.